Manufacturer narrative:
The colonoscope was returned to olympus for evaluation. The instrument channels of the colonoscope were examined using a borescope, and there was evidence of orange residue noted in the biopsy channel mount, which is located in the control body unit. The orange residue is indicative of inadequate reprocessing of the colonoscope. The colonoscope passed the leak test. The colonoscope was serviced and returned ot the user facility. As part of our investigation to this report an endoscope support specialist was dispatched to the user facility to assess their reprocessing practices, and to provide reprocessing training if necessary. If additional and significant info is received at a later time, this report will be supplemented. Cross reference report numbers: 2951238-2014-00430, and 2951238-2014-00480.

Event description:
Olympus was informed that three patient's reportedly developed chemical colitis after being examined with a colonoscope. The patient first patient has undergone a diagnostic colonoscopy procedure on (B)(6) 2014. The patient returned to the emergency room the following day due to abdominal pain, and the patient was diagnosed with chemical colitis. The patient was provided antibiotics and the patient is reportedly doing fine. This is one of three reports.